Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip there was foreign matter. There were two occurrences reported. Material no. 309657, batch no. 8244745. It was reported there was foreign matter. Description of issue: contact reported experiencing two incidents where there was debris (white material, no larger than 3mm) in the syringe when removing insulin from the vial. Contact suspects this is an issue solely with the needle/syringe. Contact reported initial event date as a month ago. Contact reported to resolve issue, needle/syringe would be disregarded and a new syringe/needle would be used. Contact reported customer. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 2. Item number 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: lot #8244745 from package. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to provide 10pk cartridge replacement as contact does not feel comfortable continuing to use box that contains cartridges lot #8244745. Cts advised it is highly unlikely for debris to pass through cartridge septum material when filling cartridge or through cartridge tubing when resuming insulin. Contact acknowledged. Note: product category = needle/syringe issue.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip there was foreign matter. There were two occurrences reported. Material no. 309657 batch no. 8244745 it was reported there was foreign matter. Description of issue: contact reported experiencing two incidents where there was debris (white material, no larger than 3mm) in the syringe when removing insulin from the vial. Contact suspects this is an issue solely with the needle/syringe. Contact reported initial event date as a month ago. Contact reported to resolve issue, needle/syringe would be disregarded and a new syringe/needle would be used. Contact reported customer. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. Number of occurrences: 2 item number 3 ml syringe ¿ 309657 26 g, 3/8¿ needle ¿ 305110 product lot number: lot #8244745 from package are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to provide 10pk cartridge replacement as contact does not feel comfortable continuing to use box that contains cartridges lot #8244745. Cts advised it is highly unlikely for debris to pass through cartridge septum material when filling cartridge or through cartridge tubing when resuming insulin. Contact acknowledged. Note: product category = needle/syringe issue

Manufacturer narrative:
Investigation summary: seven samples were received. The samples were received with sealed package from batch 8244745 p/n 309657 ¿ no needle product. All seven samples were inspected, and no defects were found. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect no defect reported was confirmed based on samples received. Therefore, no root cause identified. No corrective actions recommended since no product defects were confirmed.